Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
It was reported by the sales rep., starting to notice some twisting deformation of the screw blades in the direction of the final tightening. So far this hasn't altered the shaft's ability to retain the screw or noticeability affected the surgeons ability to apply torque in final tightening."